Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the under delivery is the expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump may have under delivered. Per reporter the pump displayed the residual volume was 0, however per patient 100 ml remained. The total volume of the bag was 500 ml. It was reported that the given dose was 212 ml with 53 pca doses given. The hourly rate was "app" 284 ml. The settings on the pump were reported as rate: 6, demand dose 4, with a lockout of 30 minutes no adverse patient effects were reported. Per reporter no additional information is available.